Event description:
Three different occurrences with same product whereby puddles of urine were noted on the floor. In first documented occurrence, inspection revealed an approximately 3 cm tear/hole where the urine meter meets the drainage bag. In the second documented occurrence, the bag was noted to be torn away from the urine meter part of the setup. In the third documented occurrence, the bag had a tear/hole on the drainage system between the urine meter and the bag. Plan is for materials management staff member to contact bard regarding these occurrences.